Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited discoloration/foreign material inside of light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The legal manufacturer has presumed that humidity invaded the light guide-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the root cause for the remaining foreign material could not be established. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.